Manufacturer narrative:
(B)(4)

Event description:
It was reported that when an asymptomatic patient presented in clinic for follow up, post-paced t-wave oversensing was observed on the ventricular lead. Patient did not receive therapy during oversensing. Programming changes were made and further programming changes were recommended. Patient was stable and will return to the clinic for further evaluation. No further information available.

Manufacturer narrative:
(B)(4).

Event description:
New information received: further programming changes were made and issue was resolved.